Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: method code was updated to 4114. H6: results code was updated to 213. H6: conclusions code was updated to 67. H10: narrative/data was updated. The reported device was not returned for evaluation. The reported condition disengaged was not confirmed. Visual inspection could not be performed as device not returned. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was not completed as the lot number was not provided/unknown. A complaint history review was not completed as the lot number was not provided/unknown. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Initial reporter¿s email address is not provided / unknown. Device not returned to manufacturer.

Event description:
Doctor reports that the unknown biomet driver had no retention and the implant fell off the driver before reaching the mouth. However, doctor indicates that another implant was placed, using the same driver, in the same surgery.